Manufacturer narrative:
Reported controller error alarm and temporary disappearance of waveforms on (B)(4) were caused by communication anomaly between the optical pressure measuring unit and the main computer.

Manufacturer narrative:
D3 manufacturing site name and address was erroneously entered on the initial manufacturer device report. D4 UDI information was inadvertently omitted on the initial manufacturer device report. D6a should have been left blank.

Event description:
It was reported that a patient implanted with an impella pump experienced an alarm on the automated impella controller and the ao and lv waveforms disappeared. The alarm resolved without intervention. The issue recurred and the controller was replaced. No patient harm was reported.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.